Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the device remotely and confirmed that the system was unable to turn on. The rse confirmed that the issue occurred due to an electrical problem by the hospital. The equipment remained operational after power was restored. After restoration of power, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power failures or outages may occur that can cause the azurion or allura system to not boot up/start upon shut down. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion or allura system, this event would not be reportable. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to turn on. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.